Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned to baxter; therefore, no evaluation or batch review could be performed. This complaint was not confirmed and the root cause could not be determined.

Event description:
It was reported that a patient had a system error (se) 2367 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected in dwell 1. The technical services representative (tsr) explained the alarm and informed the home patient (hp) to disconnect and use manual bags. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.